Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the devices becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during the patient use of a cleo® 90 infusion set, the set had a blockage in the tubing. Patient received occlusion alarms (alarm number 26 in pump history) despite changing her site three times. During troubleshooting, it was determined that the blockage was located in the tubing. Patient's blood glucose levels were 380mg/dl at the time of the event. Patient did not test for ketones. Patient addressed the high blood glucose levels by changing her tubing and delivering a correction bolus successfully. No permanent injury was reported. See MFR: 3012307300-2017-00925 and 3012307300-2017-00927.